Event description:
Patient complained of prior dislocation with continued pain during ambulation. During the revision, the cup was removed easily and showed minimal ingrowth.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.